Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10206. The patient has two leads implanted with the same lot number. It was reported the patient is requesting to have her scs system removed. The patient is not receiving effective stimulation and her lead has pulled out of the ipg header. Surgical intervention is pending to address the issue.